Manufacturer narrative:
The reported event that drill bit 02.6mmx122mm ao fitting for 3.5mm screw was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much mechanical force which had been applied. The returned drill bit is indeed completely broken/snapped off. A close up where the breakage occurred (shaft part severely damaged) clearly showed that the shaft may have got stuck and therefore was pushed on an angle with far too much force which finally lead to the breakage of the shaft. The fracture surface indicates that very high forces had been applied (possibly stuck on the drill guide) and finally by exceeding the materials strength lead to the breakage of the drill bit at the weakest section of the drill shaft. Note that the cutting flutes of the drill bit also show some slight damages. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer has reported a drill bit has snapped during surgery. The case was completed using another device.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The customer has reported a drill bit has snapped during surgery. The case was completed using another device.